Event description:
Major pump unit(s) involved: blood pump. Additional text: blood pump bend relief worn. Specific component(s) involved: driveline malfunction. Additional text: driveline wiring exposure. Causative or contributing factor: patient non-compliance in device maintenance/protection. Intervention(s): replacement of driveline; replacement of pump. Implant device type: lvad.

Event description:
Major pump unit(s) involved: blood pump. Specific components(s) involved: driveline malfunction.